Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one video and one photo for analysis. The complaint of leaking extension line was confirmed. A leak is visible towards the distal luer hub; however, the exact location and appearance of the leak cannot be verified without the actual sample returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a leaking extension line was confirmed by visual inspection of the customer supplied photo and video. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that the catheter leaked when flushed. The catheter had been inserted since (B)(6). The catheter was removed and a new catheter was placed. It was reported the patient "is currently in good condition with no adverse reactions".

Event description:
It was reported that the catheter leaked when flushed. The catheter had been inserted since 22 may. The catheter was removed and a new catheter was placed. It was reported the patient "is currently in good condition with no adverse reactions".

Manufacturer narrative:
(B)(4).